Event description:
Facility reported pt rec'd overinfusion of fentanyl (rec'd 1250 mcg over 30 mins). Pt was already in ICU on ventilator; experienced significant hypotension requiring vasopressor support and add'l monitoring. Pt subsequently recovered from overinfusion with no related sequelae. Event log review indicated fentanyl 1250 mcg/250 ml was programmed on the lvp at 12:49 pm as follows: rate of 5 ml/hr, vtbi 200 ml, dose 25 mcg/hr. The dose was increased to 50 mcg/hr (10 ml/hr) at 1:04 pm, increased again to 75 mcg/hr ( 15 ml/hr) at 1:11 pm, then decreased to 60 mcg/hr (12 ml/hr) at 2:27 pm, and decreased again to 25 mcg/hr (5 ml/hr) at 2:31 pm. At 12:53pm the door was opened, the IV set was removed and the module was turned off. Total volume infused was 23.24 ml, which is consistent with the volume expected to be infused during that time period. The module was not used again until 5:30 pm when it was set up for infusion of a different drug. Cause of customer's report of overinfusion is unk. Device has been requested to be sent in for functional testing, and biomed states he will send, but it has not yet been rec'd. F/u report will be filed if device is rec'd in the future.

Manufacturer narrative:
Pt info requested and all available info is included.